Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained infusion sets fell off. Event took place during physical acitivity. Patient's blood glucose at the time of issue was 115 mg/dl. The infusion set was in use for seven hours. No further information available.